Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 159mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.